Event description:
It was reported that the patient developed an infection and both incision sites had opened up. It was mentioned that both incisions were seeping pus. The patient was prescribed with antibiotics. Additional information was received that the patient underwent an explant procedure. The physician believed that the patient had a dehiscence due to the patients skin rejecting the stitches. The patient was doing well postoperatively. The explanted devices were not returned per facility policy.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216700. Model: sc-8216-70. Serial: (B)(6). Batch: 7071295.

Event description:
It was reported that the patient developed an infection and both incision sites had opened up. It was mentioned that both incisions were seeping pus. The patient was prescribed with antibiotics.